Event description:
It was reported that at a recent follow up 10% battery was remaining, and premature battery depletion was alleged. A review of the data by engineering noted that the power consumption was increasing in a gradual manner when it comes to this device. Ts noted that this device will not trigger elective replacement indicator (eri) with one shock in reserve for at least twenty eight days. The device will not trigger end of life (eol) with two shocks in reserve for at least sixty days. Ts also noted that the device has sufficient reserve to deliver at least six shocks with charge times less than fifteen seconds if the device is replaced within sixty days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that at a recent follow up 10% battery was remaining, and premature battery depletion was alleged. A review of the data by engineering noted that the power consumption was increasing in a gradual manner when it comes to this device. Ts noted that this device will not trigger elective replacement indicator (eri) with one shock in reserve for at least twenty eight days. The device will not trigger end of life (eol) with two shocks in reserve for at least sixty days. Ts also noted that the device has sufficient reserve to deliver at least six shocks with charge times less than fifteen seconds if the device is replaced within sixty days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.